Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device revealed that the fracture was located at the needle¿s distal tip. The sample was then sent for fracture analysis. The fracture analysis report indicated that the fractured surface on the needle reveals deformation consistent with an overload failure. No material defects or abnormalities were observed in this analysis. A review of the device history record for the device could not be conducted as the lot number was not provided. There was no identification on the product surface indicating a lot number. Furthermore, the confidence kit which contains the introducer needle was not returned. A trend analysis was conducted on the product family as this failure mode is not unique and could occur across the entire confidence diamond tip needles. No emerging trends were found requiring further actions. The root cause of the diamond tip introducer needle becoming broken cannot positively be determined. However, the fracture analysis report indicated that the fractured surface on the needle reveals deformation consistent with an overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the confidence introducer needle was inserted into the patient's pedicle and a k-wire was inserted through the needle. The needle was twisted back and forth in order to remove it from bone and its tip snapped off in the pedicle. The tip was retrieved, adding 15 minutes to surgery. There were no adverse consequences to the patient and surgery completed as scheduled.